Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that an ar-3770sp hybrid fibertak with needles, knee pulled out during the fixation check after the insertion into the bone. No information on the type of surgery was provided. This surgery was completed using a swivelock (no detailed information available). All product/fragment was removed and nothing remained in the patient. There was no patient harm.